Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. Product lot number was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (mca) (m1 bifurcation) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/unknown lot number) and experienced a hemorrhage on the following day at the site of the occlusion. The complaint embotrap iii device was used for thrombus removal in combination with a cat6 aspiration catheter (stryker) for a partial occlusion at the m1 to m2. Recanalization was obtained with three thrombectomy passes. ¿because of the doctor's evaluation that the patient had slightly thin blood vessel at m2, it was recanalized by three passes using a combined technique.¿ the embotrap iii device was deployed from the superior branch of the m2. Computed tomography (CT) scan performed on the following day showed hemorrhage at the site of the obstruction. Per the treating physician: although there was no remarkable discomfort such as catching during the procedure, there may have been a slight resistance felt when he withdrew the complaint device. The physician mentioned ¿in a possible way¿ that the patient had a thin blood vessel at the m2 (not measured), so the embotrap iii ¿double stents¿ may not be suitable for patients with a thin m2. Additional information received indicated that the patient has been hospitalized, no further details were provided.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (mca) (m1 bifurcation) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/unknown lot number) and experienced a hemorrhage at the site of the occlusion on the following day. The complaint embotrap iii device was used for thrombus removal in combination with a cat6 aspiration catheter (stryker) for a partial occlusion at the m1 to m2. Recanalization was obtained with three thrombectomy passes. ¿because of the doctor's evaluation that the patient had slightly thin blood vessel at m2, it was recanalized by three passes using a combined technique.¿ the embotrap iii device was deployed from the superior branch of the m2. Computed tomography (CT) scan performed on the following day showed hemorrhage at the site of the obstruction. Per the treating physician: although there was no remarkable discomfort such as catching during the procedure, there may have been a slight resistance felt when he withdrew the complaint device. The physician mentioned ¿in a possible way¿ that the patient had a thin blood vessel at the m2 (not measured), so the embotrap iii ¿double stents¿ may not be suitable for patients with a thin m2. The patient was hospitalized; however it is unclear if the patient was discharged from the hospital after the mechanical thrombectomy and then hospitalized. No further information is available. The product was discarded therefore no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Withdrawal difficulty from vessel and hemorrhage secondary to vascular injury are well-known potential complications associated with the use of the embotrap iii in mechanical thrombectomy procedures. With the amount of information available and without procedural films, it is not possible to determine the root cause of the event. However, there are vessel characteristics, clot burden/characteristics, device selection, operator technique, device interaction, and mechanical manipulation of devices within the artery that may have contributed to the event. There is no indication of a device design or manufacturing issue. Withdrawal difficulty from the vessel can result in vessel trauma, vessel spasm, damage to the basket with the potential for release of emboli and subsequent ischemia or infarct and/or the need for additional intervention. Intracranial hemorrhage is a condition which can cause permanent damage/death or may require additional intervention to prevent further/permanent injury. Furthermore, the relationship of the embotrap iii to the reported event cannot be excluded. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.